Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused an increased heart rate and high blood pressure. The patient has alleged to to seeing black specks on the pillow, sheets and carpet. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 03, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging to see black specks on the pillow, sheets and carpet. Related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed an unknown dust contaminant on the front panel, top enclosure, rear panel, and bottom enclosure. Internal investigation finds dust like contaminate on the rear of the front panel, bottom enclosure, blower cap blower seal blower and blower box. A keratin like substance was observed on the blower box outlet and addresses the issue of keratin. Evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device, observed dust/dirt contamination and they were unable to directly address the symptoms described.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging to see black specks on the pillow, sheets and carpet related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. Section b1 was corrected to product problem. Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.